Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed by the pacemaker device resulting in pacing inhibition. The rv lead is not a boston scientific product. This was noted to have been discovered during a recent follow-up in the clinic. Subsequent information from the boston scientific representative indicated that the pacing inhibition was less than two seconds in duration. Both the right atrial (ra) and rv leads were indicated to be tunneled from the patient's left side to right side with adapters used to connect them to the pacemaker device, which is implanted on the patient's right side. It was noted there is no pacemaker device malfunction and the malfunction is related to the rv lead only. As a result, the physician surgically abandoned and replaced the rv lead. The physician also decided to electively explant and replace the pacemaker device during the same procedure instead of performing another surgery in two years. The new rv lead and pacemaker device were implanted on the patient's right side. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).